Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was cracked and leaking. The following information was received by the initial reporter with the following verbatim: used in gynecological oncology department, cracked mz joint, leaking fluid, green claim required, complaint response letter required, complaint receipt letter required.

Manufacturer narrative:
Expiration date and device manufacture date added. Investigation results: one mz1000 china sample was received without packaging, the customer confirmed that it was from lot 23015556. The returned sample was subjected to pressure testing, which confirmed the customer's experience; leakage was observed from two hairline cracks on the female luer adaptor (fla) of the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 23015556 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. Based on the information available it has not been possible to determine which of these factors were key contributors to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.